Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device. The inflation leak was confirmed. It should be noted that the armada 18 instruction for use (IFU) instructs to carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Although it was reported that the device was attempted to be used after a leak was noted, this does not appear to have contributed to the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the 6.0 x 150 armada 18 dilatation catheter balloon was prepared for use. Negative pressure was pulled and air was noted; however, the device was used in the patient anatomy. While in the patient anatomy, negative pressure was pulled and air was noted. The device was removed without resistance and there was no adverse patient effect. It was suspected that the balloon was perforated. A second same device was used without issue. No additional information was provided.